Manufacturer narrative:
(B)(4) .

Event description:
The consumer reported that they were in the hospital at the time of the report and they needed an MRI. The patient was walked through putting their device into MRI safe mode and the implantable neurostimulator (ins) battery was 50% charged. The patient's ins was hurting their left side really bad. It was noted that the device paralyzed their left side if they bent a certain way and it didn't matter if the device was on or off. The patient had turned the ins off and was going to keep it off. The patient didn't know if the pain was from the stimulation itself, the ins, or the lead. The patient had been having to charge once a week and did not like the process of recharging. The stimulation had been hurting the patient's left side since implant. The patient had not had any falls or trauma and everything was hooked up right. The patient did not have a managing doctor but they noted that they were being sent to a different hospital to have the device taken out. The patient was indicated for spinal pain and peripheral neuropathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.